Manufacturer narrative:
(B)(4). Date sent: 10/22/2024. D4: batch # y7014l. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the jaws partially closed and with no apparent damage. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components and the trigger was found broken, not allowing the clips to fed into the jaws. In addition, twenty(20) clips were found remaining inside the clip track. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, clip could not close. Changed to another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.